Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of foreign material within the catheter was confirmed and the cause appeared to be associated with use of the device. One assembled 4 french groshong nxt connector was returned for investigation. The connector had been assembled to the 4 french groshong tubing, but the catheter had been cut at the distal end of the strain relief on the connector and the distal segment of the PICC was not returned for investigation. The connector exhibited evidence of use. A yellow colored residue was observed on the gray portion of the connector. The printing was completely worn from the extension leg tubing. Tape had been wrapped around the white oversleeve. A non-vad injection cap had been attached to the red connector. The injection cap appeared to be new. Eight pale green shavings of what appeared to be plastic were returned with the connector. Two shavings were received in the injection cap. Two shavings were extracted from the extension leg and two shavings were received in a pouch separate from the connector. Six of the eight shavings were wider than the inner diameter of the metal cannula on the connector, which indicates that the green material did not originate distal to the connector. The green shavings do not resemble any color of material from the groshong PICC. A microscopic examination revealed what appeared to be gouging within the red connector. The gouging was consistent with sharp instrument damage, such as from a needle tip. It is possible that a green colored connector was used on the PICC and it was gouged with a needle or the needle was used to draw fluid from a green colored container before accessing the injection cap on the PICC. The instructions for use indicate to avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Since the green shavings appear to be consistent with gouging with a sharp instrument, as observed within the connector, the complaint was determined to be related to use of the device. A lot history review (lhr) of redn1225 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the head nurse of oncology department iii at the hospital, reported that on (B)(6) 2019 a hard green particle was drawn from the inside of the catheter when blood draw was being conducted normally. The patient had a PICC implanted from the left basilic vein in PICC clinic on (B)(6) 2019. 35cm of the catheter was placed in the body under ultrasound guidance and the puncture was performed successfully. The head nurse revealed that this has been the fourth case of this kind during this week from the same catheter. Such an event has not occurred before.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn1225 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the head nurse of oncology department iii at the hospital, reported that on (B)(6) 2019 a hard green particle was drawn from the inside of the catheter when blood draw was being conducted normally. The patient had a PICC implanted from the left basilic vein in PICC clinic on (B)(6) 2019. 35 cm of the catheter was placed in the body under ultrasound guidance and the puncture was performed successfully. The head nurse revealed that this has been the fourth case of this kind during this week from the same catheter. Such an event has not occurred before.